Manufacturer narrative:
Date of event: estimated one week prior to aware date of (B)(6) 2020. Date of implant: estimated two months prior to aware date of (B)(6) 2020.

Event description:
It was reported via social media that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. On an unknown date, the patient experienced cerebral vascular accident two months post procedure.